Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was observed during onsite visit that a pump module had moderate amount of green deposits along with fibers present in iui connector pins. This was observed during fleet assessment and were not in patient use. There was no patient involvement.